Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067, radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that when powered on the programmer froze by the "white" screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that when powered on the programmer froze by the "white" screen, and further bench testing provided a specific error, therefore the hard disk drive was reimaged and the current software reloaded. Concomitant products: product ID 2067 radiofrequency programmer head; product ID software analyzer. (B)(4).

Event description:
It was reported that when powered on the programmer froze by the "white" screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.